Manufacturer narrative:
Review of the available programming and diagnostic history. Date of event, corrected data: the initial manufacturer report inadvertently did not include the date of the event.

Event description:
It was reported by the psychiatrist that the vns patient was seen on (B)(6) 2014. The patient¿s generator was programmed at output current of 1.0ma, but subsequent interrogation indicated that the generator was programmed at output current of 0ma. The patient left the physician¿s office without programming the generator back on. Attempts for additional information have been made, but no further details have been received to date.

Event description:
Review of additional programming history showed that the vns patient¿s device was disabled on (B)(6) 2013. The device was then programmed on on (B)(6)2013. The device was programmed off on (B)(6) 2014 and interrogated at these settings on (B)(6) 2014. It appears that the change in settings was intentional and not due to a faulted diagnostic test.